Event description:
A report was received that following an implant procedure, the patient has been hospitalized after multiple falls due to loss of control of limbs. It was noted that the patient was also lightheaded due to hypotension associated with anesthesia. The physician believed it was not device or procedure related. The patient was recovering fine and no further course of action.